Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. A patient initiated interrogation was performed, however the device data was still not available as at least 24 hours are required to pass before the data will be available. The suspected cause of the beeping is due to increased shock impedance measurements. The previous shock impedance measurement was 121 ohms with an alert threshold of 125 ohms. An additional patient initiated interrogation is expected at a future date. This device remains in service. No adverse patient effects were reported.